Manufacturer narrative:
The explanted pump, (B)(4), was returned without the inflow conduit, outflow graft, and outflow graft bend relief. The evaluation of the returned device confirmed the presence of pump thrombosis, which could have contributed to the reported increase in lactate dehydrogenase (ldh) levels and elevations in pump power. Upon disassembly of (B)(4), a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 40-50 percent of the blood flow path. The thrombus ring was denatured and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Two system controller log files were submitted for review. Pump power initially appeared to remain in a baseline range of approximately 5-6 watts. Beginning on (B)(6) 2017, several elevations in pump power were observed up to 9.7 watts. All elevations in pump power correlated with elevations in estimated flow up to 12 lpm. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported increase in ldh levels. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power values confirmed through the submitted log file data. Thrombus and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ramp echocardiogram (echo) performed on (B)(6) 2017 was normal and found no doppler evidence for obstruction of the inflow cannula. There was adequate decompression of left ventricle with increased lvad speed. The patient was admitted from (B)(6) 2017 to (B)(6) 2017. Treatment included angiomax infusion with plavix. The patient continued aspirin regimen and coumadin was held. The patient stayed for 48 hours and stabilized. Complete blood count (cbc) and electrolytes remained fairly stable. Inr was 2.5. The patient was discharged on plavix and 3mg daily coumadin. The patients full dose of aspirin and entresto was continued. At the time of discharge, the patient was reportedly completely asymptomatic. On (B)(6) 2017 another ramp echo was performed and found to be normal with adequate decompression of the left ventricle with increase in lvad speed. The patient was admitted on (B)(6) 2017 and had pump exchange on (B)(6) 2017. The elevated pump power and estimated flow values slightly improved for a short time, but then increased again. They reportedly did not resolve until the pump was exchanged. It was reported that the patient had been previously prescribed arixtra injections as outpatient, but did not fill due to price. The patient did not inform the healthcare professional and increased the coumadin by 1 mg daily instead on an unspecified date.

Manufacturer narrative:
The patients age at time of the event was not provided. (B)(4). Approximate age of device: 28 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patients lvad system had elevated estimated flow values and some elevated power trends. The lvad clinician was concerned due to the correlation with increased lactate dehydrogenase (ldh) levels. The patient was admitted for a ramp study just prior to (B)(6) and was treated with argatroban, but did not tolerate for more than a few hours. On (B)(6) 2017 ldh was 761 u/l and inr was 2.8. O(B)(6) 2017 ldh was 611 u/l and inr was 2.6. The patient was to return on (B)(6) 2017 for repeat lab work. On (B)(6) 2017, it was reported that the patient had elevated ldh and elevated inr despite coumadin having been stopped. It was reported that the patient had been on continuous heparin infusion. Technical services observed increased powers and elevated flow values within the log file submitted on (B)(6) 2017. This had previously been linked to the presence of thrombus. On (B)(6) 2017 the patient underwent a pump exchange.